Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding to a smallbore trifuse ext set, in which it was stated that when IV dexrazoxane was started, they noticed leaking from one of the extension pieces on the tri-fuse connector at the micro-clave part. There was patient involvement and no harm.